Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the device was displayed error code/ displayed error code e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). The device was found to have foam particle contamination on the pcba.. Dust was confirmed.